Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect assembly operation of tube coiling (incorrect assembly)". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that for the past several weeks, staffs had noticed that the foley catheters were not draining as usual. It was stated that the foley would not drain unless they pulled the tubing out toward them, and it was not the tube by the insertion site but the hanging tubing. The technicians had noticed, as well as patients complaining that they felt like they had to void.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that for the past several weeks, staffs had noticed that the foley catheters were not draining as usual. It was stated that the foley would not drain unless they pulled the tubing out toward them, and it was not the tube by the insertion site but the hanging tubing. The technicians had noticed, as well as patients complaining that they felt like they had to void.